Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pin on the 3.5mm flow coupler was moving and "loose". This was observed during an intra-op procedure, when trying to evert the vessel onto the pin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation with one of the two rings loose. Visual inspection was performed, and a bent pin was observed on the returned product. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.